Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. The returned unit was inflated using saline solution. The distal cuff inflated without any defect or restriction noted but the proximal cuff failed to inflate. The distal cuff was inflated /deflated three times and no issue noted. Further examination of the proximal cuff + pilot balloon shows a clean cut slit in the pilot balloon. There was no damage to the proximal cuff. The most probable root cause of this type of defect is the proximal balloon coming in contact with a sharp utensil or object. The double wall thickness of the pilot balloon was measured and meets the blueprint specifications.